Event description:
It was reported that a PICC line has completely come off. Came out 7 cm. We flushed and didn't get any reflux. Felt "strange" so I got cold feet and pulled it. Patient is going to have an angiogram, and the cardiologist is going to try to get it out. Response received on: (B)(6) 2026 the PICC line has completely broken off. The patient has been in emergency angiography, and the vascular surgeon has removed the part that was left in the vessel. Everything went well and the PICC line part was removed completely. The patient has received a new PICC line today and has not missed any of his chemotherapy treatments. The patient is doing well under the circumstances. PICC 36 cm long, worked ua, got 2 pcs paclitaxel/karbo no stoppage or bad reflux before. Response received on: (B)(6) 2026 left in the arm and down into the vena cava superioria, had not moved. Not a bit of resistance when removing, rather almost fell out on its own. Only put in a few cm. Catheter implanted (B)(6) 2026 removed 06/09/26 medications used; paclitaxel and carboplatin no symptoms or problems. Was incredibly easy to flush and no reflux and I had a bad feeling in my stomach so that's why I pulled it. Felt "strange" but I can't really explain it. Regarding removal, it was "dramatic" as we didn't know where it was or how to get it out. We contacted the vascular surgeon who had never done this, but tried to go in via the groin where luckily they got hold of it and were able to get it out intact. Device was secured with statlock. Mvh c.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.